Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a minor leakage in the system laser head noted before the procedure. The laser head and arf cylinder were replaced and the system is working fine.

Manufacturer narrative:
During a onsite visit the fse (field service engineer) found minor leakage in laser head cavity. To fix this issue the fse replaced the laser head and arf cylinder and successfully completed system verification to specification. The root cause could not be identified conclusively. Most possible root cause could be a faulty laser head and arf cylinder. The manufacturer internal reference number is: (B)(4).